Manufacturer narrative:
Initial and final (B)(4) - device 1 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose level with six infusion sets on (B)(6) 2026 due to a bent cannula. The patient was treated with correction injection via multiple daily injections (mdi). The infusion set had been inserted in the abdomen and the patient noticed symptoms within three hours of insertion. The patient then replaced the infusion set and successfully resumed insulin delivery. No further information is available.